Event description:
I underwent elective aicd placement for prolonged qt syndrome in 2007, using a st. Jude device and st. Jude riata lead. There were no complications immediately after implant and I was discharged home on the next day. About 4 days later, at around 2:00 am, I woke up with severe stabbing and burning chest pains lasting 30 secs to 1 min, occuring every several mins over the next several hrs. I went to the ER and after several tests, it was determined that the aicd lead was no longer in proper position. I was admitted for observation with plans to go for a lead revision 6 days post initial placement. An echo later in the day determined that the lead had perforated the right ventricle, and I was watched closely for tamponade. Thankfully other than intermittent chest pain and a small pleural effusion there were no further complications- I was receiving ibuprofen around the clock for pericardial irritation and inflammation-. Prior to having the lead removed and replaced, I was informed by my doctors that there was evidence of an increased perforation rate with the riata lead. I underwent lead removal and placement of another aicd lead 6 days later, and was discharged without further complication on the next day.